Event description:
It was reported that the customer experienced a blood glucose (bg) level of 57 mg/dl. Cause of bg level was not known. Customer consumed carbohydrates, requiring assistance from family member who provided food to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.